Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable hav results using the cobas® dpx - 192 assay for 8 donor patient samples tested on the cobas 6800 analyzer. The initial result of the 8-sample pool was positive for hav. The repeat results of the individual samples were negative.